Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported by the sales rep via phone that during an arthroscopic shoulder stabilization procedure two vapr 3 footswitch got activated when stepped and would never stop. They had to plugged off these devices to stop them. The complaint device was received and evaluated. Visual observations reveal that the device presented several marks of wear. In addition, both pedals presented signs of corrosion and the black push button is missing. Besides, it was observed that the pedal for the coagulation mode has a lower height than the pedal for the ablation mode. To test its functionality, the device was connected to a vapr vue generator and was set to maximum power for ablation and coagulate test, was noted that the pedal for coagulation mode once stepped was not release, the functional test was repeated several times to ensure the improper functioning. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to internal electrical deficiencies / defective components or can be associated to internal defectives magnets on the device. For corrosion found can be attributed to fluid ingress into the footswitch and for missing push button could be associated to lack of preventive maintenance. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during an arthroscopic shoulder stabilization procedure, it was observed that two vapr 3 footswitch got activated when stepped and would never stop. They had to plugged off these devices to stop them. There were no patient consequences or surgical delay reported. No additional information was reported.